Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample when tested using vitros chemistry products na+ slides lot 4231-1040-2427on a vitros xt7600 integrated system.a definitive assignable cause could not be determined.the customer was processing two different lots of mas controls at the time of the event. The quality control statistical summary shows expected within-lab na+ accuracy and precision on the mas control lot ocr20061. A review of historical na+ quality control performance using mas control lot ocr2210 identified some imprecision on the level 2 control fluid when compared to peer data. However, the na+ concentration of the level 2 is not the similar to the concentration of the na+ outlier result or the expected result. The historical na+ quality control performance of qc levels 1 and 3 are as expected and do not indicate an overall issue with vitros na+ lot 4231-1040-2427. However, there has been an increase in na+ outlier complaints and ortho has opened a quality record to further investigate high and low na+ outlier results when using multiple vitros systems.ortho service has been on site to investigate na+ performance and numerous service actions have been performed that include parts replacement / adjustment to the electrolyte reference fluid (erf) metering subsystem, electrometer, and microslide incubator. However, the customer continues to observe intermittent issues with na+ outliers. Therefore, an instrument issue cannot be confirmed or ruled out as a contributing factor to the event.pre-analytical sample processing could not be entirely ruled out as a contributing factor. The collection device for the sample in question is unknown, therefore it is unable to be verified if the customer is following the correct protocol for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.the assignable cause of the na+ issues has not been determined at this time and the ortho technical solution center will continue to work with the customer regarding overall vitros na+ performance.(B)(4)

Event description:
A customer obtained a non-reproducible, higher than expected sodium (na+) result from a single patient sample when tested using vitros chemistry products na+ slides lot 4231-1040-2427 on a vitros xt7600 integrated system.patient vitros na+ result of 180 mmol/l versus the expected result of 111 mmol/lbiased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros na+ result was not reported from the laboratory and there was no allegations of actual patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4)